Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, infection was noted relative to the pacing system. The pacemaker was explanted and discarded and the leads were abandoned inside the patient.